Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had a air in the tubing. The hp stated he wanted to get off the machine to do a manual exchange because, there was air in the patient line. The tsr had the hp cycle the power to end of therapy and assisted the hp to end therapy. Global product surveillance (ps) contacted home patient (hp) on (B)(6) 2012. The hp started over with new supplies and was able to complete therapy. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The air in the tubing could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.